Event description:
It was reported that the patient was experiencing "shocking/jolting" while at work. The patient works as a cashier and works standing next to a register with a scanner/deactivator that she passes purchases over. The patient cannot turn stimulation amplitude down while working because, she will not get adequate pain relief. The patient does not work near the security scanners at the door.

Manufacturer narrative:
Product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).